Manufacturer narrative:
Additional information: b5, d4 (model and catalog#, serial#, UDI), g3, g4 (510k), h4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic gastroplasty, when the 1st reload was used, there was poor staple formation and the stapling did not go until the end of the load. Another reload was used to resolve the issue.

Manufacturer narrative:
D10 concomitant products: egia60axt - egia60axt egia60 artic extra thicksulu, lot# n3j2002y unknown endo gi - unknown endo gia instrument, serial# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic gastroplasty, when the 1st reload was used, there was poor staple formation and the stapling did not go until the end of the load. There was no patient injury.